Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
On january 6, 2015, it was reported that a female patient was treated on (B)(6) 2015 with the coolcore in a diamond shape to the abdomen and coolfit to the front bra roll area and coolcurve+ to the flanks. 48 hours post-treatment, she reported mild soreness. During a 30 day follow up, she reported late on-set pain and slightly raised area around day 5, mainly in the upper abdomen. The she came in for her 60 follow up and not the 90 day. The patient returned (B)(6) 2015 when it was reported the upper right abdomen area was firm and there was concern that it might be paradoxical hyperplasia (ph). It was decided to monitor patient¿s status for 6mo ¿ 1yr before treating with liposuction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
On (B)(6) 2015, it was reported that a female patient was treated on (B)(6) 2015 with the coolcore in a diamond shape to the abdomen and coolfit to the front bra roll area and coolcurve+ to the flanks. 48 hours post-treatment, she reported mild soreness. During a 30 day follow up, she reported late on-set pain and slightly raised area around day 5, mainly in the upper abdomen. The she came in for her 60 follow up and not the 90 day. The patient returned (B)(6) 2015 when it was reported the upper right abdomen area was firm and there was concern that it might be paradoxical hyperplasia (ph). It was decided to monitor patient¿s status for 6mo ¿ 1yr before treating with liposuction.